Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted the same day it was implanted due to a product performance issue. No additional adverse patient effects were reported.